Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1902233, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1902233 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that during use of the bd plastipak¿ syringe there was water leakage at the plunger site. Foreign complaint the following information was provided by the initial reporter, translated from french to english: water leakage at the plunger site. Liquid has flowed right away. No consequence as the cytotoxic was not yet sampled. Clinical consequences: none.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ syringe there was water leakage at the plunger site. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: water leakage at the plunger site. Liquid has flowed right away. No consequence as the cytotoxic was not yet sampled. Clinical consequences: none.